Event description:
Customer reports the following: "pt. Received blood, pump did not register clot obstructing flow rate of blood. Pump running sluggishly, and slower than programmed rate. Pump did not register slowed infusion in relation to clot. Resulted in blood being administered past the recommended 4 hours till expiration time frame by 50 minutes. No harm to pt. Assessments and v/s stable. Pump removed from pt's room and to be sent to bio med for review. Detailed nursing note completed on pt's file on cerner program". Additional information - actions taken by hospital, if applicable: no identifying information for equipment documented, unable to determine if any action beyond routine maintenance by biomed required. No further reports on same occurrence reported to date. Potential device/use contributing factors: pump rate/ sensor malfunction. This was a complaint that was reported to fk canada from health canada office; no identifying information regarding the device or customer facility was provided. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins for investigation as repairs were carried out locally. However no information regarding the investigation and/or repairs was provided. Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. Based on the available information the root cause of the reported issue cannot be identified. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.